Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 56 months, and 104 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to a large amount of charging cycles and shock deliveries. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. Upon receipt, the returned lead under complaint was found cut 12.5 cm distal to the df4 connector pin into two segments. The analysis showed that the insulation was found rubbed through approximately 11 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil and fixation helix were found deformed. The deformation most likely resulted from the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing approx. 56 months after the implantation. The lead was explanted, replaced by a new lead and discarded. During the same procedure the ICD was also replaced. There was no complaint about the device performance. Should additional information be received, this file will be updated.